Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a ligation of gastric varices procedure performed on (B)(6) 2026. It was reported that during the procedure, the wire came out but the band failed to deploy. The procedure was completed using an alternative device. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable. Note: the complainant reported that the device was used for gastric varices. However, according to the instructions for use (IFU), the speedband superview super 7 band ligator is indicated for endoscopic ligation of esophageal varices and anorectal hemorrhoids. It is not intended for use in gastric varices.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) hospital (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy. Imdrf device code a0501 captures the reportable event of trip wire detachment of device or component.